Event description:
It was reported that during a lap cholecystectomy procedure, the jaws locked on the cystic artery after firing. The device was pulled off the artery, tearing it which caused it to bleed. Another similar device was used to control the situation. The surgeon thinks he may have pre-advanced the clip while passing through the trocar. The case was completed with adverse patient consequence.

Manufacturer narrative:
Date sent: 3/20/2008. Info anticipated, but unavailable at this time.